Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-012-60-1425 - logic stem ext 14mm x 25mm 6381463, 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 6451198, 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t 6271644, 200-02-35 - three peg patella 35mm 6376832, 204-70-00 - tibial stem ext. Screw 6305478, a10012 - gps implant kit v2 01026520097. Remedial action initiated: z-0023-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2020. The patient presented with discomfort, pain and instability issues. The patient was revised on (B)(6) 2020. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision and instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. The patient has multiple joint replacements, this suggests joint maladies.